Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following was reported to gore: on (B)(6) 2020, the patient with diabetic nephropathy underwent endovascular procedure to treat venous anastomosis stenosis of an upper arm loop arteriovenous graft in the right basilic vein using a gore® viabahn® endoprosthesis with heparin bioactive surface. Reportedly, arterial anastomosis stenosis in the brachial artery was also treated at the same time. The patient tolerated the procedure. On (B)(6) 2020, the patient presented with occlusion of the vascular access. Surgical thrombectomy was performed, and angiography then revealed that there was restenosis of the arterial anastomosis and stenosis at the proximal end of the endoprosthesis. Therefore, ballooning was performed. Reportedly, surplus portion of the arteriovenous graft was resected and re-anastomosed at the same time. The occlusion was improved, and the patient tolerated the procedure. On (B)(6) 2020, the patient presented again with occlusion of the vascular access. Restenosis of the arterial anastomosis and stenosis at the proximal end of the endoprosthesis were also confirmed. The event was reportedly considered related to the endoprosthesis. Surgical thrombectomy and ballooning were performed, however, significant recoil was observed at the proximal end of the endoprosthesis, and an additional gore® viabahn® endoprosthesis with heparin bioactive surface was implanted. The occlusion was resolved, and the patient tolerated the procedure.

Manufacturer narrative:
The following was corrected: section g4 (PMA/510(k)number) corrected to p130006.